Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently unavailable.

Event description:
The customer reported via phone that the expressew iii needle broke while in use on a patient during a shoulder procedure. The surgeon examined the patients shoulder when he realized that the needle had broken and determined that no parts of the needle or debris were left in the patient. The case was completed with another expressew iii suture passer. There were no patient consequences or delays. The device will be returned for evaluation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The customer reported via phone that the expressew iii needle broke while in use on a patient during a shoulder procedure. The surgeon examined the patients shoulder when he realized that the needle had broken and determined that no parts of the needle or debris were left in the patient. The case was completed with another expressew iii suture passer. There were no patient consequences or delays. The device will be returned for evaluation.

Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation revealed that the needle tip is broken, confirming this complaint. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The customer reported via phone that the expressew iii needle broke while in use on a patient during a shoulder procedure. The surgeon examined the patients shoulder when he realized that the needle had broken and determined that no parts of the needle or debris were left in the patient. The case was completed with another expressew iii suture passer. There were no patient consequences or delays. The device will be returned for evaluation.